Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was currently hospitalized for high blood glucose. The nurse also reported the customer was in the hospital due to a malfunction in the insulin pump. Customer's blood glucose was 532 mg/dl at the time of admission. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.